Event description:
A medtronic representative reported an inaccuracy during a biopsy case. The site was using a demo stealthair arm with the ioi repeatable mount, after the rep had told them that this was not the intended use of the product. They called him to report they were inaccurate after they had registered with the repeatable mount and then attempted to navigate by attaching the frame directly to the stealthair arm. The rep asked if they were using the repeatable mount again, at which point they put the repeatable mount back on and proceeded with the case. After the case, he removed the demo arm from the site as this was the 2nd time they misused it, including after he had reminded them a day earlier of the proper use of the parts. No impact to the patient outcome was reported.

Manufacturer narrative:
The rep explained to the site about the proper usage of the stealthair arm and that it is not compatible to be used with the ioi repeatable mount. He conducted a training session with the surgeon, as well as the resident, fellow, and patient care coordinator.